Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. Vessel and aneurysm morphology at the time of implant is unknown. The aortic neck has moderate angulation, severe disease progression resulting in aortic neck dilatation and iliac arteries are severely angulated. It was reported the CT demonstrated that the graft migrated 1 cm below the renal arteries. The physician will treat the pt at a later time with another MFR's device. The originally placed iliac limbs were 4 cm away from the hypogastric artery on the left and 3 cm away from the hypogastric artery on the right. The pt was reported to be fine and no additional clinical sequelae have been reported.

Manufacturer narrative:
Other, secondary intervention required.